Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 1.7, lab: 4.3. Time between testing was less than two hrs. Pt's therapeutic range is 3.0-3.5.

Manufacturer narrative:
User reported difficulty obtaining necessary sample volume while using small gauge lancet used in testing. User also reported milking pt finger in the attempt to collect sufficient sample for test. Pt finger was pressed down onto the strip when applying sample. This may have obstructed capillary action and normal flow of sample into the strip channel. Improper test technique may have led to discrepant results. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time of complaint was filed: inratio: 1.7, reference: 4.3, mean: 3.0, confidence limits: 1.8 - 4.2. Reported results are outside of the determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and the values are discrepant beyond the documented variability for pt/inr testing. In-house therapeutic donor testing has been performed on retain lot 287161 on (B)(4) 2012. Results as follows: donor1, inratio: 2.6, inratio: 3.1, inratio: 2.9, ref: 2.93, bias: 1.93 - 3.93, %cv. Donor2, 3.6, 3.4, 3.2, 3.60, 2.60 - 4.60, 5.88. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. (B)(4). This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.